Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted. No data was available as the insulin pump was received without a battery in the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away at home. The cause of death was low blood glucose. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer just bottomed out from low blood glucose the same day he was hospitalized. The caller did not know the actual blood glucose value of the customer at the time of death, but she stated that hit was most likely under 20 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.